Manufacturer narrative:
H6. Investigation summary: a results failure was reported on a bactec fx40 instrument (p/n 442296, s/n (B)(6)). The bd remote services advised to perform a remote access and configured the sntp, after re-registering the sntp the unit was fully operative, the root cause for the false negative result is unknown. No further issues were found, this is a confirmed failure of a bd product. No physical samples were received by quality, pictures were received and an investigation was conducted. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous cases related to this failure mode. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that bd bactec¿ fx40 instrument false negatives occurred. The following information was provided by the initial reporter: species: canine. Sample volume: 2.5ml (pediatric vial - peds plus/f culture vials (plastic). It is the volume. Used in the vast majority of our patients and we have never had this problem. Sample collected on 7/11 and placed in bactec on 8/11 (position a9). On 11/14 the bottle came out of the equipment as a negative sample. When we did the gram stain, it was full of gram negative rods. Plate seeding was performed and, in fact, gram-negative bacteria grew. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details.

Event description:
It was reported that bd bactec¿ fx40 instrument false negatives occurred. The following information was provided by the initial reporter: species: canine sample volume: 2.5ml (pediatric vial - peds plus/f culture vials (plastic). It is the volume used in the vast majority of our patients and we have never had this problem. Sample collected on (B)(6) and placed in bactec on (B)(6) (position a9) on (B)(6) the bottle came out of the equipment as a negative sample. When we did the gram stain, it was full of gram negative rods. Plate seeding was performed and, in fact, gram-negative bacteria grew. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter phone: (B)(6). Initial reporter address: (B)(6).

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd bactec¿ fx40 instrument false negatives occurred. The following information was provided by the initial reporter: -species: canine. -sample volume: 2.5ml (pediatric vial - peds plus/f culture vials (plastic). It is the volume used in the vast majority of our patients and we have never had this problem. -sample collected on 7/11 and placed in bactec on 8/11 (position a9). -on 11/14 the bottle came out of the equipment as a negative sample. When we did the gram stain, it was full of gram negative rods. Plate seeding was performed and, in fact, gram-negative bacteria grew. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details.